Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that post lead "correction", with use of electrocautery, the device exhibited telemetry problems. A software download was unsuccessful.